Event description:
It was reported that the handpiece was smoking during use. Attempts to obtain additional information were not successful.

Manufacturer narrative:
The comment was not able to be duplicated as the handpiece was seized. Upon disassembly and visual inspection, there were dark spots on the motor coil which appear to have cause a short, which resulted in the motor stopping working. A short in the motor coil can cause the varnish to smoke.